Manufacturer narrative:
(B)(4). Batch number ==> r5713x. Investigation summary ==> the analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Three photos received: pictures one and three show the proximal part of a black reload inside of a plastic bag from the top view. Visible drivers can be seen up and what appears to be black shaving of plastic can be seen on the channel knife. Picture two shows the proximal part of a black reload inside of a plastic bag from the bottom view. What appears to be black shaving of plastic can be seen on the knife channel. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. .

Manufacturer narrative:
(B)(4). Batch # r5713x. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Lap sleeve gastrectomy, surgeon was on 3rd firing in a sleeve gastrectomy using plee60a and gst60t. Had used 2 x gst60t already and on completion of 3rd firing opened the plee60a off the stomach and noticed a black piece of plastic on the tissue. Removed this from the patient and reviewed the reload outside of the body where further plastic appeared to have "sheared" from the reload plastic housing at the back of the reload. Staple line was observed to be intact and no adverse issue for the patient. Two minutes delay in surgery.

Manufacturer narrative:
(B)(4). Batch number: r5713x. Three pictures were provided. Pictures one and three show the proximal part of a black reload inside of a plastic bag from the top view. Visible drivers can be seen up and what appears to be black shaving of plastic can be seen on the channel knife. Picture two shows the proximal part of a black reload inside of a plastic bag from the bottom view. What appears to be black shaving of plastic can be seen on the channel knife. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results showed that a gst60t cartridge reload was received. The reload was received fully fired. Upon further inspection of the reload it was found to have cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.